Event description:
It was reported that the patient was seen numerous times for wound checks due to slow healing at their ipg site. The patient was then sent to the emergency room with drainage and bleeding. As a result, the patient underwent surgical intervention during which the system was explanted due to infection and a wound vac was performed to address the issue. The infection had cleared post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.